Event description:
Reported as prolapse and start of an erosion.

Manufacturer narrative:
Visual examination of the returned device determined the access port tubing connector to be a taper ii. Band slippage and erosion are surgical physiological complications, and analysis of device generally does not assist inamed in determining a probable cause for these events. The lap band associated with this report has not been returned and was discarded after surgery by the reporter. Only the access port was returned. Analysis of the device noted damage from a sharp instrument to the band tubing (this is the portion of tubing located between the stainless steel connector and the band, not the stainless steel connector and the port). There was no indication of wear related damage to the portion of the lap-band system returned. Device labeling addresses the reported event of slippage and erosion as follows: "over dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation." "The dissection should be the same size as the band or event smaller to reduce the possibility of band and/or stomach slippage."